Event description:
It was reported that the customer received an alarm. The customer's blood glucose was 500 mg/dl. The high blood glucose levels were treated with a manual injection. The history also showed a signal to low alarm. The alarm occured shortly after inserting a new battery. Advised the customer to reset the time and date, and to rewind the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.